Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The customer's quality control (qc) was in range at the time of the event. Siemens is investigating the event.

Event description:
A discordant, falsely elevated cardiac troponin result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported out to the physician(s), which was questioned. The customer redrew a sample and tested it on the same dimension vista 1500 instrument, resulting lower. The customer repeated the redrawn sample on the same dimension vista instrument, resulting lower. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin result.

Manufacturer narrative:
The initial MDR 2517506-2017-00349 was filed on may 29, 2017. Additional information (08/08/2017) a siemens headquarter support center (hsc) specialist evaluated the instrument data. No issue was identified with the reagent or instrument performance. The sample that recovered the elevated troponin did exhibit different photometric properties compared to the repeat processing. This is seen in the hemoglobin and icterus reads. The sample was originally processed out of a small sample container cup while the repeats were processed out of a primary tube. The hemoglobin, icterus and lipemia (hil) reads were not different enough to change the index but it does indicate a change in the sample. This could be due to a sample identification issue or clotting of the first sample, causing interference in the troponin method from fibrin development. Since no other patient sample processed on the analyzer between (B)(6) 2017 had a troponin level between 20-30 ng/ml, interference from a clot in the sample is considered as a potential cause. The instrument is performing according to specifications. No further evaluation of the device is required.